Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however, a like device catalog # g7002526, 510k # k042524 was cleared in the united states. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical surgery to implant posterior fixation at c4-c5. It was reported that the surgeon mistakenly broke off the center nut of the crosslink. The implant was replaced to a new one. No patient injury or complications were reported.